Event description:
A pt with severe "ra" completed 7 prosorba column treatments. Pt had experienced chest discomfort earlier in the week prior to their 7th prosorba treatment, but symptoms had resolved without medical eval or intervention, and pt was asymptomatic at time of, and during, their 7th prosorba treatment. 36-48 hours after last treatment the pt was admitted to the hosp with severe chest pain and shortness of breath. A perfusion scan revealed a large deficit in the left lung suggestive of pulmonary embolism. A chest x-ray was apparently normal. Pt had a central catheter and when pt initially presented they had a low grade fever associated with elevated white blood cells. One culture of the cather was drawn upon admission, and it was positive for gram + cocci. All subsequent cultures were negative (while pt was receiving antibiotics). Line was removed, and pt's fever and elevated white blood cells responded rapidly to intravenous antibiotics. The pt was placed on anticoagulation an symptoms responded well. The pt was also treated for pleuritis with non-steroidal anti-inflammatory drug and responded well. Pt was subsequently discharged.